Manufacturer narrative:
The pump was received with operating currents within specification and passed the unexpected restart, displacement, basic occlusion and self tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. An unexpected screeching motor noise anomaly was noted during the rewind due to a faulty motor. The pump was received with a rattling vibration due to the vibrator motor adhesive not adhering. The pump also had a cracked case at the display window corners, a missing end cap sticker, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when the insulin pump is rewound, it sounds like screeching tires. The customer's blood glucose reading was 95 mg/dl at the time of incident. Troubleshooting found that the rewind process is unusually loud and the customer is concerned. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.